Event description:
It was reported that this right ventricular (rv) lead was involved in a conductor fracture. During routine outpatient follow-ups, lead resistance was monitored, and at the most recent check, resistance measured 2980 ohms with approximately 200 events consistent with ventricular noise interference. The lead was due for replacement. No adverse patient effects were reported.